Manufacturer narrative:
H3 other text : device pending the completion of the evaluation.

Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam replacement per field action: c&r (B)(6) 2021. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the internal battery was observed, and error codes were found in the downloaded event log. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.